Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient implanted with this device developed an infection. It was noted that there was purulent material coming out from the incision. Subsequently, this device was explanted. No additional adverse patient effects were reported. It is intended that a new device will be implanted. This device was disposed.